Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s ilet was operating in bg run without an active continuous glucose sensor, with a reported blood glucose of 249 mg/dl and difficulty obtaining sensors from the distributor; the user subsequently reported running out of test strips, preventing manual bg entry into the pump. Symptoms included hyperglycemia. Outcomes included interruption of dosing automation due to cgm not paired and impending dosing stop without manual bg entries. Investigation included user education on bg run operation and options to obtain test strips or an over-the-counter glucometer, and a transfer to the distributor for sensor supply resolution. Investigation of this case revealed that the event was associated with unavailable cgm sensors and lack of test strips, leading to inability to provide required glucose inputs, which is consistent with device use conditions rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-environment and supply constraints.